Event description:
It was reported that the patient was presumed to have been overdosed on medication. The patient's pump was refilled the day before the event and the medication was switched from 5000mcg/ml lioresal (baclofen) to 2000mcg/ml. A 14% dose increase was programmed. It was noted that the previous dose increases were 20% without incident. A bridge bolus was programmed and it was verified that the programming was accurate. The patient began vomiting early in the morning on tuesday (B)(6) and by late morning the patient was "sleepy and unarousable". The patient arrived at the emergency room (ER) in the early afternoon at which time the patient's movements were "gone completely". It was noted that the patient had an intraventricular catheter. The dose was reduced in the ER twice. The patient was hospitalized overnight to verify return to baseline, and then went home "without incident". The most recent dose of lioresal was 385mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type catheter. Product ID 8596sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type catheter. (B)(4).